Manufacturer narrative:
Results and conclusion summation - product performance engineering review the incident information. The stent delivery system (sds) was not returned for analysis, and may have aided in the evaluation and determination of a root cause. The lesion was 90% stenosed, which may have contributed to the reported stent movement. Also, there was no note of any damage to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced.

Event description:
Reporting status: serious injury/required intervention/permanent damage. Reporting rationale: stent movement requiring medical intervention. Device issue: difficult to deploy. It was reported via a trial, that during a proximal rca (pre-dilated) stenting procedure, the stent was deployed and upon balloon expansion, the stent moved from its intended site and slipped past the ostium. A second 3.5 x 8 xience v stent was deployed as treatment. There are no reported patient effects. No additional event or pt information is available.